Event description:
It was reported that a malfunction occurred with the pump displaying malf 16. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was assisted by technical support with resetting the pump, but the issue persisted, leading to the decision to replace the pump.